Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was not stored or not in use for an extended period of time. The customer's spouse stated that the unexpected restart alarm was recurring. The customer's spouse reported that the display was blank. The customer's blood glucose was 60 mg/dl at the time of call. Troubleshooting was done. The customer's spouse stated that the display did not return after troubleshooting. The customer's spouse declined to troubleshoot for high and low blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. We were unable to performed functional test due to blank display anomaly. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip. We were unable to verify beeps on unit due to device received with blank display anomaly.